Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the device evaluation found that the b30 scope communication error could not be reproduced. Additional finding: the light guide tube was leaking due to a pinhole in the universal cord. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative on behalf of the customer reported to olympus, the evis lucera elite bronchovideoscope had a b30 error. The issue was found during reprocessing, the intended diagnostic tracheoscopy procedure was completed with a similar device, and without delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that during user handling, the light guide hoses leaked and flooded inside the equipment. As a result, an abnormality occurred in the electronic component, and the event occurred temporarily. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscopic image." 2) "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." 3) "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." 4) "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.